Event description:
A journal article was obtained on 02-dec-2025 that reported a prospective study from switzerland. The purpose of the study was to evaluate the progression of radiological parameters in a cohort treated with the short curved fitmore hip stem over a long-term period of 10 years. The final cohort consisted of 80 (78 patients: 30 female, 48 male) hip stems performed via primary total hip arthroplasty between april 2008 and april 2010. Depending on the surgeon¿s preference, the surgical approaches were either minimally invasive anterolateral (80% of cases) or direct lateral (hardinge, transgluteal) (20% of cases). A fitmore cup was used in 90% of cases, while a trabecular metal modular cup with a cocr head (zimmer biomet, winterthur) was used in the remaining 10% of cases due to low bone quality found during surgery. The following acetabular liners were used: alpha durasul standard 110 (89%); trilogy longevity, xlpe, 3.5 mm offset, 10 degree elevated rim 10 (8%); trilogy longevity, xlpe, 3.5 mm offset 2 (2%), and alpha sulene pe 1 (1%). The study population had a mean age of 61 years at time of surgery. Follow-up was conducted at baseline, immediately postoperatively, and at 1, 2, 3, 5, and 10 years postop. The study reported 1 patient sustained a hip dislocation on the first postoperative day after mobilization and was treated with closed reduction. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D6a. Implant date between apr 01, 2008, and apr 30, 2010. D10. Unknown liner item# unknown lot# unknown. Unknown stem item# unknown lot# unknown. Unknown cup item# unknown lot# unknown. G2: foreign - event occurred in switzerland. Literature source: progression of cortical hypertrophy, subsidence and thigh pain after short curved fitmore femoral hip stem over 10 years. Katharina sophia maier; tom schiener; arno frigg. Journal of orthopaedic surgery and research. 2025. Pages 1-8. Https://doi.org/10.1186/s13018-025-06064-9 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was not reviewed due to lack of product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.